Event description:
A consumer reported that, following bilateral intraocular lens (iol) implant surgery, her pupil looks like glass if the light hits it just right; and that she sees something moving in the pupil that appears silver or gray. She also stated that her vision has improved since her surgery. At the request of the consumer, the surgeon has not been contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the product history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.